Event description:
User reported that level sensor was not triggered when expected. There was no patient harm; however, spectrum medical considers this to be a reportable event.

Manufacturer narrative:
During the investigation, the reported problem was unable to be replicated, suggesting the sensor may have been exposed to liquid ingress at the time of event and dried prior to being returned to spectrum medical. There was no patient harm.